Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/15/2021 it was reported by a sales representative via sems that an ar-8400obe produced metal shavings in the shoulder. This was discovered during the case. No patient impact was reported.